Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a nasal tumor and thyroid nodules. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. Fine light-colored dust/dirt contamination observed on and in the blower and blower box. Dust contamination also appears to be visible directly on the sound abatement foam. Likely source is external to the device. Dark contamination appearing consistent with keratin contamination observed in (B)(4). Observed dust/dirt contamination throughout the airpath, the likely source is external to the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 is updated in this report.

Manufacturer narrative:
In the previous report, in section b5 was missed to capture headache, nausea and lightheaded and was captured in this report. Section h6 updated in this report.